Manufacturer narrative:
(B)(4). Batch # 988a62 the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was broken off. The device was received with no reload present. No functional test could be performed with it due to the condition of the device. The damage to the firing knob is consistent with high (outside indicated use) staple forming forces. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 988a62, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device was broken when opened. Opened another cutter to complete. The device was delayed. Unknown by how many minutes.